Event description:
A puncture was noted in the sterile pouch containing the product. The puncture was described as almost like a slice in the pouch. The outer product carton was undamaged. The product was not used clinically. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.